Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. It is not confirmed. A device history record (DHR) review could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "it was intubated and used on (B)(6) 2024. Noticed it leaked on (B)(6) 2024. Replaced the tube on (B)(6) 2024. There was an air leak from the joint between the cuff and the tube." There was a patient involvement, but no harm/adverse event reported.